Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles in the device and the filters are getting dark. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The 510 k number provided on the previous report was not correct. This report has the corrected 510k number. Despite multiple attempts, the device was not returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.